Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with a lost sensor alarm. The customer's blood glucose level at the time of incident was 47mg/dl. The customer states they treated their lows with cranberry juice. The customer's current level is 92mg/dl. The customer states the pump is not communicating with the transmitter. Troubleshoot was conducted, and the device reestablished communication. The customer was advised to call back if issues persist.